Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results- there is no specific optetrak logic device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015 and then approximately 7 years, 9 months later was revised on (B)(6) 2023. Reason not provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected medical device, component, and investigation clinical codes.